Event description:
It was stated that the customer was hospitalized for low blood glucose levels of approximately 22 mg/dl. Prior to the event, the customer had slept through breakfast and lunch, and was unable to be woken up. Troubleshooting was performed, and the insulin pump was programmed correctly. Further troubleshooting could not be conducted at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.